Event description:
It was reported that the system had a latitude electrogram with some oversensing of noise. A review of the electrograms for the untreated episode found significant rail-to-rail noise. The sensing vector at the time of the episode was set to the primary sensing vector. The patient went to the clinic for testing and the local representative was able to reproduce the same railing noise in all three sensing vectors. Technical services was concerned there may be an electrode fracture and recommended an x-ray and programming the therapy off to prevent inappropriate shocks. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous system. There were no additional adverse patient effects. It was reported that the system had a latitude electrogram with some oversensing of noise. A review of the electrograms for the untreated episode found significant rail-to-rail noise. The sensing vector at the time of the episode was set to the primary sensing vector. The patient went to the clinic for testing and the local representative was able to reproduce the same railing noise in all three sensing vectors. Technical services was concerned there may be an electrode fracture and recommended an x-ray and programming the therapy off to prevent inappropriate shocks. There were no additional adverse patient effects. The system remains implanted.